Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The device was calibrated and main circuit board replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. (B)(4)

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and had a defective main circuit board. There was no patient harm or serious injury reported as a result of this incident.